Manufacturer narrative:
The returned device was evaluated and the device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. No damages were observed to the formed needle or bottom housing that would contribute to pain during insertion. Root causes for the reported needle did not retract and reported infusion site event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod between 36 and 48 hours they had felt pain at the pod infusion site. In addition the patient reports the pods needle had failed to retract upon initial activation. As treatment, the patient applied a new pod.